Event description:
During the insertion of the 26mm sapien valve through the commander delivery system, the sheath resistance was noticed. The valve would not pass through the sheath. Therefore, the system and the sheath were all removed over the wire and replaced with a new 16f sheath. A new system and valve were then introduced through the new sheath without further incident. Manufacturer response for 14f sheath, (brand not provided) (per site reporter). Pending response.